Event description:
It was reported that the lead helix would not deploy inside body during the implant procedure. The lead was removed and examined and the helix was found to be skewed or bent when deployed outside of body. The physician selected a different lead for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.